Event description:
Event description during an attempted implant the physician was unable to interrogate the implantable cardioverter defibrillator (ICD), despite using several wands and programmers. The ICD was abandoned and replaced.